Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, while the user was handling the subject device, the biopsy channel leaked, and fluid invaded the subject device. The fluid invasion caused defect in electronic components; as a result, the image was not displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution "turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor". ¦warning and cautions: disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image "confirm that the wli and nbi endoscopic images are normal". 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, the grip had a scratch; the scope connector cover unit was deformed; the scope connector, the micro connector unit in scope connector, the circuit board unit in the scope connector and the plug unit had corrosion due to water leakage. The plug unit was dirty due to water leakage. Due to damage on the bending tube, the joint section between the bending tube and the distal end was not secured; due to damage on the insertion tube rotation ring, the connecting tube did not rotate smoothly; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage on the charged coupled device unit, the image had white dots and due to damage on the channel tube, water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.